Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm; cause was unknown. The customer parents addressed elevated bg via a correction bolus. System check with tandem technical support confirmed that the pump was functioning as intended, however, the contact declined to remove and inspect infusion set cannula from the infusion site. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.